Event description:
The customer reported a discrepancy between the displayed time and actual time on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in updating the pump time and advised the customer to monitor for any recurrence, with the customer acknowledging the guidance provided.